Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they met with a manufacturer representative (rep) who told them that the ins was fine but the patient programmer (pp) was not working. The pp had poor communication. A replacement pp was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient was not feeling stimulation. The patient reported the programmer shows a yellow light but when pressing the ins on button, there is no green light. The patient met with the healthcare provider the day before the call and the hcp said the implant may be depleted. The patient synced with the patient programmer and it showed stim off. It was reviewed with patient to turn stimulation on and this did not resolve the issue. The patient replaced the programmer battery, but the programmer still shows ins is off. During the call the patient tried taking battery out of programmer and putting back and only the yellow the light showed. The patient was redirected to their healthcare provider to check the implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient¿s controller is not working, and also the generator¿s life ended. The hcp stated that the manufacturing representative was contacted to check the patient¿s implant and controller. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.